Event description:
Customer reported a no delivery alarm during the manual prime. The blood glucose reading was 437 mg/dl. The customer had not yet treated. Customer was advised to disconnect and reconnect the tubing and reservoir and then to manually push insulin through the tubing with the plunger. Customer verified that insulin did exit from the tubing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.